Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to a (B)(6) male with a brain tumor in 2009. The initial pressure setting is unknown. One month ago, ventricular enlargement and mild dementia were noted, and then the occlusion at the distal part from the valve was confirmed by contrast radiography. Since the situation did not change even after flushing, the device was replaced with the same new product set at 90mm h2o on (B)(6) 2016. The patient is currently being monitored.

Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 30mmh2o. The valve was hydrated for 24 hours. The valve was visually inspected: no defects were noted. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The catheters were irrigated, no occlusion was noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3842 with lot ckgcpm, conformed to the specifications when released to stock in 23rd june 2009. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.